Manufacturer narrative:
Visual inspection of the returned samples revealed that the catheter was completely severed. However, the catheter segment was still attached to the catheter hub so the defect was not related to poor catheter to hub bond. From the shape and profile of the severed end of the catheter it is highly likely that the catheter was cut by a sharp, bevel tipped implement such as a needle. The label copy states that the needle must not be reinserted into the catheter hub after the venipuncture has been completed since this could cause the catheter to become detached or severed. On the returned sample there was an adapter with latex injection site which confirms that a needle was reinserted into the set for intermittent injection of medicinal substances. This is a higly unsafe practice since the needle could be pushed too far into the set resulting in the catheter being severed.

Event description:
Report received of IV catheter breaking apart while in use in pt. Reported that a capped angiocath was being removed from the pt. When the catheter was removed, only the cap and the hub of the catheter came out. The nurse had to milk the rest of the catheter out of the vein. No pt harm reported.